Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.

Event description:
Z6ms transducer stopped imaging during live volume imaging with color in dual v mode causing a double intubation of the pt.

Manufacturer narrative:
Investigation: the failure of was due to an intermittent system error message caused by a firmware issue. To correct the problem, and change was made to the firmware.